Manufacturer narrative:
Field follow-up confirmed the product has been lost in shipping and thus will not be returned for a post market evaluation. Should the product be returned at a later date, analysis will take place and a follow-up report will be filed.

Manufacturer narrative:
This crt-d is expected to be returned to boston scientific. When this crt-d is returned and analysis is complete, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) after 45 months of use. Premature battery depletion was suspected. A surgical procedure was performed to replace this device. No adverse patient effects were reported.

Event description:
--